Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of plant's investigation.

Event description:
A patient reported that she discovered a fluid leak upon removing the disposable tubing from her peritoneal dialysis cycler after completing her treatment. The patient was asymptomatic but was administered a prophylactic dose of the antibiotic cephazolin. The patient returned the used tubing to the patient's pd rn, who could find no visible damage to the tubing set. The pd rn disposed of the tubing set.

Manufacturer narrative:
Event did not require intervention, the complaint sample is not available and the lot number of product involved is unknown. A search was performed of the lots delivered to the patient, with a time frame of three months before of the event date. According to the sap system no product is available of the lots delivered to the patient. The entire lot has been sold and distributed. A device history review (DHR) was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.